Event description:
Approximately 38 months post index procedure (2007) the patient underwent repeat percutaneous coronary intervention (pci). On two months later, the patient underwent implantation of implantable cardioverter-defibrillator (ICD). On six months later, the patient reported experiencing unstable angina iib. The patient also experienced angina ccssii at one-year follow-up, in 2005. No additional information was provided and the relationship to the cordis product was not available at the time this report was received. This male patient with an unknown medical history was randomized to the clinical study in 2004. The indication for the index procedure is unk, however the patient received a 3.50x23mm cypher sirolimus-eluting coronary stent at the proximal left anterior descending coronary artery. The initial reporter of this complaint has indicated that there will be no further information available for any of the events described above.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.